Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit became bound up and stuck in the tibial cutting block. No surgical delay. No additional information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for investigation. Visual examination of the returned device confirmed the allegation. The drill is stuck at the cutting block. Depuy synthes considers the investigation closed at this time. A portion of the drill is bent and flutes are severely damaged. Also it was observed that a portion of the drill's end on the opposite side of the flutes, was broken. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.